Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a cardiac arrhythmia treatment procedure was performed when the issue happened. The procedure was delayed and completed by restarting the system. A field service engineer (fse) visited onsite and found that geometry movements unavailable. After reviewing log file, fse found there is a malfunction on geometry. Upon troubleshooting fse checked found geometry movements unavailable which was due to geo communication issue. To resolve the issue, fse replaced suit pc. After replacement of the suit pc, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device lost geometry movements due to an issue with the suite computer. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.